Event description:
It was reported that "the distal part of the drill bit got a larger diameter during the drilling." The surgeon changed the drill bit.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be submitted.